Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was able to be completed with the original surgeon side console, as the reported issue took place at the end of the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. The reported issue was confirmed and replicated. Error 22035 was found in the system logs, indicating an issue with the grip-closed calibration. The mtm was installed onto a testing system, where the reported error was triggered. The mtm failed the power-up test. The inner spring of the mtm was found to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon was unable to match grips on universal surgical manipulators (usm) 3 and 4. At the time of the call, the surgeon was able to control usm 3 as expected. The intuitive tech support engineer (tse) requested the surgeon try usm 4, but the surgeon elected not to perform any additional troubleshooting. The procedure was reportedly being completed as planned, with no reports of patient injury.